Manufacturer narrative:
RMA 859663890-l has been initiated for this issue. Model irc5po2, serial number/date code (B)(4) is approximately 3 years 6 months old. The user manual part number 1143482 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) female whose age is unknown. She received burns to the face & mouth by smoking while wearing the cannula resulting in hospitalization for 2 days. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer stated consumer was allegedly smoking while she had the unit on and caught fire, causing facial burns. Part of the power cord was also allegedly burned. Serious injury is alleged.